Manufacturer narrative:
Age at time of event: older than 18 years. Device evaluated by MFR.: the device was returned for analysis inside the hoop. Visual analysis revealed the spring tip was damaged. It was also observed that the core wire was detached from the welding ball. Inspection of the remainder of the device presented no other damages or irregularities.

Event description:
Reportable based on device analysis completed on 24 apr 2019. It was reported that guidewire damage occurred. The target lesion was located in the abdominal aorta. A .035in, 300cm pta/meier guidewire was selected for use. However, during unpacking, it was noted that the device was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the core wire was detached/separated.